Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer's other blood glucose level was 339 mg/dl. The customer was treated with the insulin pump. Customer was feeling okay to troubleshoot. The insulin pump will not be returned for analysis.